Manufacturer narrative:
The act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Analysis was unable to perform functional testing due to no button response. The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing o-ring, cracked reservoir tube, and cracked reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 227 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.